Event description:
This rv lead was implanted on 2007 and remains implanted at this time. In a product experience report received on 06/04/2018 it was reported that on (B)(6) 2018 the patient was noted to have safety switched to unipolar in the rv and the lv leads respectively. Upon daily measurements it showed that this lead impedance measurements spiked to >2000 ohms. Usually, impedance measurements ranges around 700 ohms. It was advised to bring the patient to further investigate the lead and connections and also to potentially disable safety switch to prevent inhibition due to noise, if necessary until the issue is resolved. However, as the patient attended a follow up at the center on the (B)(6), impedance measurements showed greater than 3000 ohms so they plan to further investigate the lead but are unsure of immediate intervention due to age and health status of the patient. When checked, the rv impedance is only out of range in bipolar but normal values when unipolar. They have been left unipolar pace, bipolar sense configuration. The physician was unknown at (B)(6) hospital in united kingdom. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).